Manufacturer narrative:
Corrected data: h6- health effect - clinical code (e): 4581 should be removed and 4582 should be added. H6- health effect- impact code (f): 4614 should be removed and 2199 should be added. H6- medical device problem code (a): 2993 should be removed and 3189 should be added. B5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, reportedly, "to minimize the closure of the angle with the lowest od value, he decided to implant the size 12.6 lens vertically] and the result was a vault of approximately 150 microns with 8°/27° angles". It was also reported that "in the slit lamp you do not notice that the angles are closed and the camera is normal. In gonioscopy you see fair but open angles". Additionally reported: "the patient feels very well and is very happy with the results of the surgeries. Iop is normal in both eyes". The lens remains implanted. Claim# (B)(4).

Manufacturer narrative:
H6: health effect- clinical code: "4581- angle closure" should be added. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced angle closure. The lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.